Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog opening observed on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported "rupture" against left device. The device has been explanted.

Event description:
Patient later reported "inflammation of the left breast and started feeling sensibility and with infection."

Event description:
Patient later reported "peri-implant collection of snowy appearance and inflammatory reaction of the capsule " via us.